Event description:
During lap cholecystectomy grasping tissue using resculpt grasper, piece of end of grasper broke off into pt. Cavity. Minute piece of metal retrieved. Xray of abd. Inconclusive for foreign body.